Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported kinked shaft was confirmed. Additionally, a tear/hole was found in the outer member at the same location as the kink. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the nc trek dilatation catheter was removed from the hoop, the shaft was found to be kinked. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that there was contrast in the inflation lumen and a tear/hole in the outer memeber (shaft). Additional reported information indicates that cath lab staff does not know how the tear/hole occurred.